Manufacturer narrative:
One controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the unit in question was not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. An image received from the site shows a controller with a bent pin. However, the controller's serial number could not be confirmed. Therefore, the exact root cause of the reported issue could not be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a us site that the patient was having difficulty connecting power to his controller. The patient changed to backup controller (B)(4) evening of 10/28. The patient came in to clinic next day. Photo's were sent from site showing bent pin in power port. The site gave the patient a new backup controller (B)(4). The new controller resolved the issue and the patient tolerated the exchange with no consequence. No additional information is available. The investigation is ongoing.

Manufacturer narrative:
It was further reported that a controller disconnect alarm was triggered when the primary controller (con097847) was not recognizing the power source. The patient was having gastrointestinal issues and was running back and forth between their bed and bathroom. During this time, they kept switching back and forth between power sources until they bent one of the controller pins. They were not able to restore power completely and that is when they were directed to change to their back up controller (con097845). Following controller exchange, the connect power alarm disappeared and the issue was resolved at that time. Pump measurements with the back up controller (con097845) were as follows: flow at 5 liters per minute (lpm) power at 4 watts (w), and 2700 revolutions per minute (rpm). The patient went to the clinic on (B)(6) 2015 and obtained a new back up controller. Review from the new controller data showed two ventricular assist device (vad) disconnected alarms on con097845. Flow was 5.1 lpm, power 4.4 watts, and 2700 rpm. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.